Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate the inlet:ac ratio started at 15:1 and was adjusted to 12:1 to 8:1 to 15:1 to 12:1 to 8:1 and finally to 6:1. The inlet flow rate started at 35 ml/min and was adjusted between that and 55 throughout the run. The ac pump was commanded to be moving throughout the run as expected. The system logged that the volume of ac pumped throughout the run was increasing and ended with 712 ml used in total. The 'aim system detected rbc interface near top of channel' alarm and 'cells were detected in plasma line from centrifuge' alarm occured during the last few minutes of the run. The ¿patient fluid balance may be lower than reported¿ alarm occured at the end of the run indicating that a disposable set getting clotted off by a clump somewhere in the cassette and interrupting the flow back to the patient. It was also observed that return line air detector (rlad) was working properly throughout the procedure and run data signals indicated that the system was delivering ac as expected throughout the procedure and the device operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient was undergoing a red blood cell exchange (rbcx) procedure. Approximately 35 minutes into the procedure, the attending nurse noticed clotting in the set. The nurse adjusted the inlet:ac ratio from 15:1 to 12:1, then again a few minutes later to 8:1. The procedure was continued for another hour before clotting occured again. The procedure was ended and the patient was disconnected. Per the customer, approximately 80% of the procedure was completed. The customer declined to provide patient identifier (ID), gender and outcome. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for clotting in the extra corporeal system could not be determined. Possible causes for the reaction include but are not limited to:- the patient's physiology and/or underlying disease state.- improper anticoagulation of the extra corporeal system.

Event description:
The rbcx disposables set is not available for return because it was discarded by the customer. The customer did not respond to multiple attempts to obtain information for the investigation such as procedural details.